Event description:
It was reported that a single ventricular pace was inhibited in a one hour cycle. There was oversensing and noise on the ventricular lead. The sensitivity of the lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing and noise on the ventricular lead. The sensitivity of the lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator, (B)(6) 2013; 457445 implantable pacing lead, (B)(6) 2013. (B)(4).